Manufacturer narrative:
We received one used unit in 2007 and is currently being decontaminated. Upon decontamination and completion of the investigation, supplemental report will be submitted.

Event description:
The catheter began to leak after starting the fluids. When they stopped running fluids, blood leaked and they found the catheter was broken at the hub.